Event description:
A report received from the USA stated a ht70 ventilator's touch screen became inoperable while being used on a patient. It was reported that the patient was placed on an alternate ventilator at the time the event occurred. Additional information stated, the patient is only on the ventilator at night. There was no patient injury as a result of the event.

Manufacturer narrative:
The device was returned to the manufacturer for additional failure analysis. The reported issue was not duplicated. The touch screen was found to operate within manufacturer specifications. (B)(4).